Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a theater solution administration set would not disconnect from a non-baxter fluid warming set. The reporter stated that when they attempted to disconnect the fluid warming set from the baxter set, ¿it would not come off and then broke, leaving the end attached to the baxter theater solution administration set.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection was performed on the photographs, and did not reveal any obvious damage to the set. The reported issue of unable to disconnect could not be objectively verified from the photograph; an actual sample would be needed. Retention samples were also visually inspected with no issues noted. Gravity and functional testing was performed, and the samples were found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.